Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0vke1, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was implanted prior to the ins. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va0vke1, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator. It was reported the patient had a seizure 3 days following lead placement. No actions had been taken and the event had resulted in an emergency room visit. Diagnostic methods included an examination that was performed (B)(6) 2015. Etiology was noted as related to the device or therapy and related to the implant procedure. Incisional site/device tract was reported as lead/extension tract. The outcome was indicated to be resolved without sequelae (B)(6) 2015. No further complications were reported/anticipated.